Event description:
The rptr stated that the unit was programmed to infuse 1ml of phenobarb over 30 minutes. A 3cc syringe was used containing 1.5ml of medication. When the unit beeped "medication infused", the full contents had been delivered. It was also noted that the system malfunction light was on as well. There was no pt injury or treatment reported with this event.